Manufacturer narrative:
MDR 2250033-2018-00013 follow-up #1 provides the results of the instrument evaluation for the hemochron signature elite instrument, serial number (B)(4) named in accriva diagnostics' complaint number (B)(4). Method code: 10 actual device was evaluated. Results code: 213 no failure detected. Whole blood liquid qc was assayed with retains of the same cuvette lot used in the procedure and results were found to be within specifications and close to the mean; electronic qc passed as well. Conclusion code: 67 unable to confirm complaint.

Event description:
Follow-up #1.

Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite, serial number (B)(4), the parent case. This MDR also captures 2 child complaints - (1) (B)(4) captures the second hemochron signature elite microcoagulation system used during the cardiovascular procedure (se3972), and (2) (B)(4) captures the hemochron jr act-lr (low-range) reagent cuvette used. (B)(4). No testing methods performed. Process evaluation by DHR review showed no ncs or capas. The instrument was returned for repair 3 times: sbios failure ((B)(6) 2012), display blank ((B)(6) 2013) and program not run ((B)(6) 2015). None of the failures that were repaired are related to the current complaint. Results code: no results available since no evaluation performed. Conclusion code: device not returned. Accriva diagnostics has requested all data required for form 3500a. This is the initial 30-day report that precedes the instrument evaluation. MDR follow-up #1 will be submitted once the results of the evaluation of se3858 is completed.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported inconsistent act results during a cardiovascular procedure. The patient was receiving intermittent doses of intravenous heparin with a target act range of 300 to 350 seconds. One blood sample generated an act result that was 236 seconds, which was a lower than expected result. The same blood sample was run on a second hemochron signature elite system, which generated an act result of 368 seconds. This act result of 368 seconds was used for patient management. The hemochron signature elite and low-range act system passed electronic and liquid qc before the procedure. No bleeding, thrombosis or other medical complications were reported.